Event description:
As reported, during testing of this fogarty embolectomy catheter, the balloon did not inflate. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
H3: one fogarty embolectomy catheter was received by our product evaluation laboratory for a full evaluation. The report of balloon issues was confirmed. As received, the balloon was found to be ruptured at central area and distal ruptured edge was inverted to distal side. After distal ruptured edge was returned to original position, the ruptured edges did not appeared to match at the ruptured location. Through lumen was patent without any leakage or occlusion. No other visible damage was found from the catheter body and windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, the units go through balloon and winding inspection process as part of the manufacturing process. A product risk assessment has been generated earlier. The IFU was reviewed an it indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The patient demographics unable to be obtained.